Manufacturer narrative:
The device was not returned for analysis. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has reservoir full but it was shown as empty, and the device did not seem to work properly. The event date is unknown. There was unknown patient harms or adverse effects reported as a result of the event.